Event description:
It was reported that during a device change out, high, out of range pacing lead impedance was noted. The sense/pace portion of the lead was capped and replaced. The defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.